Event description:
This pt was brought to the hospital by ems for cardiac arrest where they were pronounced dead. The physician requested a device interrogation that showed 47 charges. The first shock delivered on 11/15/06 had a normal charge time of 8.6 seconds with a low impedance of less than 25 ohms. All of the subsequent charges had a charge time of 20 seconds, less than 30 joules delivered, and less than 25 ohm impedance. This lead was originally implanted with a previous device. Historically the pace sense function of this lead was questionable. While implanting this device, it was decided to implant a new pace sense lead. Dft testing was performed, and showed normal charge times and shock impedance. When the lead was returned to biotronik, it was noted on the distal end of the proximal coil of the st. Jude lead (riata 1580/65) appeared to be discolored.